Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 3.5 cm cuff, 61-70 cm h2o balloon and pump, was implanted. Additional information received states the device was explanted due to the patient experiencing recurring incontinence. No device issues or malfunctions were noted and no further complications were reported following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.